Manufacturer narrative:
H10 ? Device evaluation results: one cadd solis vip pump was returned in used condition. Fluid ingression was noticed by the dso sensor seal. A review of the event history log evidenced the following: (B)(6) 2020 2:08:27 pm high alarm displayed: cassette not attached properly (B)(6) 2020 2:08:29 pm high alarm silenced: cassette not attached properly the investigator attached a disposable cassette and performed the functional test which failed. The customer reported product problem was confirmed during the investigation. The product problem (cassette not attached alarm) occurred because of a non-responsive dso sensor that was damaged by fluid ingression. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The damage to the pump was attributed to customer use. This was established as the root cause of the product problem.

Manufacturer narrative:
H10 ? Device evaluation results: one cadd solis vip pump was returned in used condition. Fluid ingression was noticed by the dso sensor seal. A review of the event history log evidenced the following:(B)(6) 2020 2:08:27 pm high alarm displayed: cassette not attached properly :(B)(6) 2020 2:08:29 pm high alarm silenced: cassette not attached properly the investigator attached a disposable cassette and performed the functional test which failed. The customer reported product problem was confirmed during the investigation. The product problem (cassette not attached alarm) occurred because of a non-responsive dso sensor that was damaged by fluid ingression. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The damage to the pump was attributed to customer use. This was established as the root cause of the product problem.

Event description:
Information was received indicating that a smiths medical pump alarmed cassette not attached. There were no reported adverse events.